Event description:
Technician alleged head hi/low was slowly drifting. No patient impact.

Manufacturer narrative:
The technician found that the head hi/low cylinder loses pressure when the bed sits idle for an extended time. The manual trendelenburg valve was leaking. The technician replaced the manual trendelenburg valve to resolve the issue.